Event description:
Patient was implanted on the unknown side and underwent revision surgery due to persistent pain and functional shoulder deficit.

Manufacturer narrative:
Additional information which was received on oct 7, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer did not receive any documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information which was received on oct 14, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer did not receive any documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to persistent pain and functional shoulder deficit.

Manufacturer narrative:
Review of event description: it was reported that the patient received a sidus implant on (B)(6)2013 and underwent revision surgery on (B)(6)2016 at a different hospital due to persistent pain starting (B)(6)2015 and functional shoulder deficit. The reported event was identified during a clinical study. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Patient data: patient-ID: (B)(6), female, born 1942, 90 kg. Otherwise, neither patient nor medical records were obtained. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as not all involved components are known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: neither patient nor medical records such as x-rays, surgical records or visit notes were obtained; therefore, the exact sequence of events is unknown. Neither the products nor pictures of the revised products were received. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Due to the lack of information, the missing medical records and the unavailability of the products, no exact investigation could be carried out. Therefore, the exact reason for the revision and its cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to unknown reason.